Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by looking at the backed-up chute. Fse disassembled the plastic chute and the stainless-steel chute under the plastic chute. Fse found that the problem is created when tips start to stick to the serum on the stainless-steel chute and unable to fall into the waste, they pile up until the main arm generates z axis errors. Fse cleaned both chutes and verified proper analyzer operation, validated instrument by running qc, which completed without errors, and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2019 through aware date (B)(6) 2019. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2034] main arm control start delay cause: main arm control operation failed to complete within the designated 18 sec cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of main arm. [2050] scheduler control start delay cause: scheduler control operation failed to complete within the designated 18 sec cycle. Solution: contact tosoh service center or local representatives. [4224] interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to sticking tips in tip chute of the main arm.

Event description:
A customer reported getting error messages "4224 main arm z axis limit overrun", "2034 main arm control start delay" and "2050 main arm control start delay" on the aia-2000 analyzer. The customer stated the waste chute was backed up. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Event description:
N/a.